Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient had a pericardial effusion. Pericardiocentesis and cardiopulmonary resuscitation was performed. The patient was also given adrenaline. It is unknown what caused the pericardial effusion. All products were explanted and the wound was closed. No further information was available.